Manufacturer narrative:
Other, other text: device evaluation- the device was returned for evaluation. The device was examined; this showed damage to the block where the warming set is attached. The damage was determined consistent by damage by user during preparation; specifically when warming sets were placed in use.

Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Inspection revealed that the unit had a damaged 390 block and a faulty speaker on the pcb. The speaker was not producing any sound when the alarm went off. The product problem occurred because of a leaking block assembly. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was user damage. This was identified as the root cause. The 390 block assembly, o-rings, and pcb were all replaced . Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
It was reported that the level 1 hotline low flow system (hl-90) was leaking water from the 390 block the unit was not calibrated correctly. No patient injury or complications were reported in relation to this event.